Manufacturer narrative:
Product event summary: the controller and batteries with unknown serial numbers were not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. The most likely root cause of the premature power switching event can be attributed to momentary disconnections or communication errors between the controller and battery. Additional products: heartware ventricular assist system ¿ battery. Model #: unk / catalog #: unk / expiration date: unk / serial#: (B)(4). UDI #: (B)(4). Device evaluated. No. Mfg date: unk. (B)(4). Imf code(s): f26. (B)(4). FDA method code(s): b17. FDA results code(s): c20. FDA conclusion code(s): d14. Heartware ventricular assist system ¿ battery. Model #: unk / catalog #: unk / expiration date: unk / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. Mfg date: unk. (B)(4). Imf code(s): f26. (B)(4). FDA method code(s): b17. FDA results code(s): c20. FDA conclusion code(s): d14. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the controller and batteries exhibited suspected power switching events. The controller and batteries remain in use. No patient complications have been reported as a result of this event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.